Manufacturer narrative:
Concomitant medical devices: product ID: neu_unknown_cath, product type: catheter. Product ID: 8840, product type: programmer, physician. (B)(4).

Event description:
Information was received from an healthcare provider, via a company representative, regarding a patient who was receiving baclofen (500 mcg/ml) at 156 mcg/day (lot number and dates of therapy were not provided) via an implantable pump. Indications for use included non-malignant pain. Medical history and concomitant medications were not reported. On (B)(6) 2015, the pump was refilled with baclofen 2000 mcg/ml mistakenly, but it remained programmed as baclofen 500 mcg/ml. Troubleshooting revealed that the volume infused in 7 hours was approximately 0.0903 ml, the volume of 500 mcg/ml baclofen remaining in the catheter was 0.3407 ml, and a physician bolus (pb) of 0.3407 ml over 26:09 (hours : minutes) would keep the daily dose the same at 156 mcg/day. No patient symptoms were reported, as the pump was still delivering the "old medicine."